Event description:
It was reported that the patient had an infection at the pocket site, which included swelling and redness. The patient experienced coupling issues, and it appeared that the swelling was interfering with the coupling. In addition the patient had lost all the user manuals and patient education materials so she had nothing to refer to on proper recharge procedure. New manuals were ordered, the patient was reprogrammed with better coverage of the pain area, and the entire recharge procedure was reviewed with the patient. After the review the patient was able to get 6 to 8 coupling bars. It was noted that the patient was on antibiotics and was responding. The patient had an appointment scheduled for (B)(6).

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n333621, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n305898, implanted: (B)(6) 2012, product type accessory. (B)(4).